Event description:
It was reported that the ventilator would not cycle any breaths with audible alarms while connected to the patient. The ventilator dependent patient was taken off of the ventilator, bagged and then placed on a back-up ventilator. No reported harm to the patient.